Manufacturer narrative:
It was reported by the customer contact that on 12/2/23, "the non- conductive connecting tubing did not maintain suction during an upper endoscopy procedure which caused significant delay in care to the patient requiring suction tubing to be changed multiple times to a different type that was brought by the endoscopy team." It was reported that due to this, the tubing was changed out several times during in the procedure which caused a delay in care. No harm to the patient was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Tubing did not maintain suction".